Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a faded and gray display. The customer's blood glucose level was unknown at the time of the incident. The customer states she can't read the insulin pump. Advised the insulin pump will be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump error noted in the pump history and critical pump error (open book image) during testing due to moisture damage on the electronic assembly on electronic board. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Unable to verify missing segments/partial display due to critical pump error (open book image). The insulin pump was received with cracked lcd window, cracked case at display window corner and cracked battery tube threads.